Event description:
In was reported that the emts were doing a routine pt transport out of the hospital. Reportedly, they lifted the litter and "went to release it so that it would stand by itself and it fell to the floor." No pt injury reported but the emts reported back pain. It was reported that the emts were sent for medical evaluation. The evaluation concluded that they could return to work on full duty with no restrictions.